Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the pulse generator header. The lead was successfully implanted and the electrical values were within range. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).